Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received with both seals broken and the top case was cracked front left corner. All hinges are cracked on bottom case. Plunger head is cracked by screws. There was a travel course reverse error in history inspection was used for testing. The flippers in the plunger head were not set properly. Did not notice any external damage to back of top case. The root cause was attributed to the customer on travel course error. The manufacturer reset timing plates in the plunger head. Replaced top case because was cracked front corner.

Event description:
It was reported the device had a travel reverse error and rear of the top case is coming off. No patient injury reported.